Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). (B)(6).

Event description:
It was reported that a (B)(6) patient underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis. Post procedure, deflation was diagnosed by ultrasound. As a result, the device was replaced with a mentor smooth round moderate profile 250cc saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018 it was discovered that the updated event date was erroneously omitted from the supplemental report submitted on (B)(6) 2018. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a (B)(6)-year-old patient underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed one leakage site; a rent measuring approximately 0.3 cm discovered on the posterior view. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).